Event description:
It was reported during the implant attempt that the helix would not whirl out. The physician used a different lead. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix/lob mechanism and there was tissue on the helix.